Event description:
It was reported that the patient's blood glucose rose to 19 mmol/l (342 mg/dl) while wearing the pod between 49 and 71 hours. The pod cannula was reported to leak, and the patient received a high blood glucose alert. Pod communication error during operation was also reported. Investigation of the pod found the pod cannula to be flattened.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The flattened portion of the external part of the soft cannula did not contribute to the reported leaking during wear. The device was received fully deployed. No timeouts, drive stalls, or alarms were observed in the download data. The device was investigated and no damages or deficiencies were observed that could have caused a communication error with the pod. The exact cause of the reported communication issue could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms, and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.